Event description:
A pt reported blood glucose results of "6.5 mmol/l" with a lifescan meter and "4.4 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The test strips replaced.